Event description:
Customer reports that she obtained results of 472mg/dl, 181mg/dl, and 171mg/dl on the same device within 5 minutes. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.